Manufacturer narrative:
(B)(4). All available information indicates that the left ventricular (lv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead system exhibited high pacing impedance measurement of 2,000 ohms. Additional information indicated that the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.